Event description:
During an afib mapping case using an unknown navistar 8mm catheter with a carto xp, a perforation was detected. The case was stopped and the patient underwent surgery to suture a hole in the left atrial appendage. The patient reportedly recovered well.